Manufacturer narrative:
The reporter indicated the lens was explanted on (B)(6) 2019. The patient decided not to have another lens implanted. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -5.00/+2.0/079 (sphere/cylinder/axis) in the patient's right eye (od), on (B)(6) 2018. The reporter indicated the lens had a low vault. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.